Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the distribution node (dn) to rear te cable was pulled from the dn. The last patient to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt, the electrode belt failed a high-pot test. Investigation revealed the dn to rear te cable was pulled from strain relief. The root cause for the damaged cable cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cables. The last patient to use this electrode belt did not report any problems.